Event description:
In the last two weeks, micu/ccu has experienced difficulty with removal of foley catheters. On january 2, 1998, difficulty occurred with removal. The foley catheter's water had been removed and with withdrawal became wedged. In order to remove, the foley was advanced back into the bladder and then was easily removed. The second instance occurred on january 12, 1998. The balloon on the foley catheter was deflated and an attempt was made to remove. Resistance was met and the foley catheter could not be removed. A genitourinary physician was consulted who saw the pt. The genitourinary physician advanced the catheter back into the bladder and was then able to remove the foley catheter. As a result of the trauma to the pt, the pt developed bloody urine. The genitourinary physician reinserted a new foley catheter as a precautionary measure due to the bleeding. Because an incident occurred more than once, it is felt like possibly this is a result of a poor quality product or a defect in the MFR of the product and not an isolated incident. Facility recommends kendall make a series of random checks on different lots for quality assurance in order to alleviate this problem in the future.